Event description:
Customer reports that during the surgery the scope was laid on the pt and the distal lens burnt through the drapes and burnt the pt's thigh. Customer claims the light source was on standby. The pt required debridement of the burn.